Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter; product ID 8 709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
The healthcare provider reported the patient¿s pump motor had stalled without recovery. The healthcare provider was monitoring the pump for high residual pump reservoir volumes and indicated that the pump had intermittent stalls. No troubleshooting was required. The patient was stable, was managed with oral baclofen, and was scheduled for a pump replacement on (B)(6) 2015. The patient experienced underdose symptoms of tightness and stiffness. The patient status at the time of the report was indicated as alive, without injury. On (B)(6) 2015, it was indicated that per the reporter the patient was doing well and the replacement surgery was still scheduled for (B)(6) 2015. The pump was used to deliver baclofen. The patient outcome was not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), explanted: (B)(6) 2015.

Event description:
The pump was replaced on (B)(6) 2015.

Manufacturer narrative:
(B)(4).

Event description:
Additional information later received noted that on (B)(6) 2014 stopped pump period may exceed tube set.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.